Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts on an infusion set and associated supplies, with initial alerts occurring the evening prior and persisting until the user changed all infusion supplies as advised. Symptoms included elevated blood glucose readings prior to the supply change, which returned to range after replacement. Outcomes included restoration of normal insulin delivery and no further alerts following the supply change, with no hospitalization or medical intervention reported. Investigation included user-led troubleshooting and education, including inspection for external kinks or leaks and a full supply change per guidance. Investigation of this case revealed resolution after replacement of the infusion set and related components, consistent with an insulin flow obstruction in the infusion pathway despite no visible external damage. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent infusion set occlusion resolved by routine component replacement.